Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is unable to be confirmed. One unpackaged ar-8978p swivelock driver was received for investigation. Visual inspection identified that none of the allegedly broken sutures were not returned for analysis. The swivelock driver presented no damage. No problem found.

Event description:
On 01/03/2021, it was reported by a distributor via (B)(4) that an ar-8978p dx swivelock sutures broke during fixation and the anchor was left in the bone. This was discovered during a arthroplasty resection trapezius metacarpal procedure on (B)(6) 2021. Surgeon opened another device and case was completed without further issues.